Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level remained elevated (up to 500 mg/dl). Customer addressed elevated levels with manual injections. Troubleshooting with tandem technical support could not be performed as the issue occurred in the past. Recommendation was made to consult with health care provider regarding diabetes management.